Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dislodged the infusion site, experienced persistent hyperglycemia, and performed a full supply change with guidance; despite this, glucose remained high for several hours and the user administered an 18-unit insulin injection while the pump was in use. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and eventual stabilization of glucose after the supply change per user report. Investigation included troubleshooting and education with confirmation of resumed insulin delivery and review of infusion set use. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event characterized as hyperglycemia of unclear cause while using a cd 23 infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.